Manufacturer narrative:
The sodium electrode lot number was euu01. The expiration date was not provided. The ise indirect na-k-cl for gen.2 (chloride electrode) lot number was eyv52. The expiration date was not provided. The qc was acceptable. The field service engineer found that the ise dilution cup was chipped/cracked. He replaced the ise dilution cup. Ise checks, precision studies, calibration, and qc were performed, and they were within specifications. The customer retested the samples, and the results were valid compared to the other instrument's results. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode and ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) results for 7 patients' samples tested on a cobas pro ise analytical unit. Sample 1: sodium: initial result: 151 mmol/l. Repeat result: 139.9 mmol/l. Sample 2: sodium: initial result: 153 mmol/l. Repeat result: 141.4 mmol/l. Sample 3: sodium: initial result: 148 mmol/l. Repeat result: 136.1 mmol/l; chloride: initial result: 103 mmol/l. Repeat result: 92.6 mmol/l. Sample 4: sodium: initial result: 150 mmol/l. Repeat result: 138.4 mmol/l. Sample 5: sodium: initial result: 147 mmol/l. Repeat result: 136.4 mmol/l. Sample 6: sodium: initial result: 148 mmol/l. Repeat result: 135.2 mmol/l; chloride: initial result: 114 mmol/l. Repeat result: 102.7 mmol/l. Sample 7: sodium: initial result: 147 mmol/l. Repeat result: 137.7 mmol/l. The physician questioned the initial results as they were high, and the samples were then repeated on a cobas pure analyzer. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The calibration was last performed on 31-dec-2026, and it was acceptable. The alarm trace showed a sample probe: abnormal aspiration alarm. The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit. The cause of the event was due to a chipped/cracked ise dilution cup.